Manufacturer narrative:
Additional patient-related information has been obtained.

Event description:
Refer to for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. It was reported that the patient experienced a pneumothorax greater than 4cm and experienced shortness of breath. The physician determined that the patient required a chest tube due to this complication. The root cause of the reported issue has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The investigation revealed there were no related system errors to have occurred during the ion lung biopsy procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported because the patient experienced a pneumothorax greater than 4cm that required a chest tube. The patient reportedly experienced shortness of breath. At this time, the cause of the post -procedure complication is unknown; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and then experienced a pneumothorax larger than 4cm. The physician determined that the patient required a chest tube. On 22-mar-2021, an intuitive surgical inc. (Isi) clinical project manager (cpm) contacted the customer site's research nurse and the following additional information was obtained about the event: during the ion procedure it was noticed that the catheter was in a different position in the fluoroscopic image and the patient was found to have a pneumothorax. A 14fr chest tube was placed followed by a drainage of air with no leak noticed. The patient reportedly experienced ¿worsening expiratory wheezing, increased work of breathing, and shortness of breath resulting in trigger on (B)(6) for acute on chronic hypoxic respiratory failure.¿ patient said their ¿breathing had returned to baseline on discharge.¿ the chest tube was removed on (B)(6) 2021. It was reported that the patient¿s ¿hospital course was complicated by significant degree of post-procedural pain and superimposed copd exacerbation.¿ a chest x-ray was performed on (B)(6) 2021 with the following reported: ¿postprocedural portable chest radiograph demonstrates a moderate to large right-sided pneumothorax. Cardio mediastinal silhouette is normal. No focal consolidation or pleural effusion.¿ a chest x-ray was performed on (B)(6) 2021 after the chest tube was placed with the following reported: ¿interval placement of a right basal pigtail chest catheter without evidence of discernible residual pneumothorax or other acute abnormality. Low lung volume.¿ a chest x-ray was performed on (B)(6) 2021 after the chest tube was placed with the following reported: ¿heart size is top-normal. Mediastinum is unchanged including the widening of the right paratracheal strip corresponding to the known right mediastinal mass better depicted on chest CT from (B)(6) 2021. Right pigtail catheter is in place. There is no appreciable pleural effusion or pneumothorax.¿ a chest x-ray was performed on (B)(6) 2021 after the chest tube was placed with the following reported: ¿heart size and mediastinum unremarkable. There is mild vascular congestion but no overt pulmonary edema. Right pigtail catheter is in place. Subcutaneous air within the right hemithorax is noted. No appreciable pleural effusion.¿ on 08-apr- 2021, an isi cpm contacted the customer site research nurse who gathered the following information from the physician who performed this procedure: the physician does not believe an ion product caused or contributed to the pneumothorax. When asked what the physician believes caused the pneumothorax the following was provided: "lesion was on the pleural surface and fna caused a pleural defect. In addition, pt underwent recruitment maneuver after bx which may have worsened the ptx." The physician believes the pneumothorax would have occurred via another modality. The physician also provided that the lesion was located in the pleural surface.